Event description:
It was reported that the patient was presented in clinic. Upon interrogation, it was found the patient received tachy therapy for vt but the 2nd shock the device was trying to give was aborted due to possible high-voltage lead issue. A low voltage lead impedance was noted. A lead failure was suspected. As such, the physician elected to explant and replace the rv lead. The patient was stable.

Manufacturer narrative:
The reported event of low defibrillation impedance was not confirmed. A partial lead was returned in one piece measuring 16.1cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - the dates should have been (B)(6)2018 rather than (B)(6)2018.